Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported post-op a lap adjustable band procedure, the device's port assembly site became infected. A culture was taken and the site was positive for staph aureus. The device was explanted. The patient was put on antibiotics and had a follow-up visit with the surgeon one week post op. There were no other reported patient consequences.